Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pm that a cardiosave intra-aortic balloon pump (iabp), the iab catheter was reported to be restricted. After inspection, the machine was used normally. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) after the on-site adjustment on march 13, 2024, the device passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, g2, h6 (investigation finding, investigation conclusion).

Event description:
It was reported during pm that a cardiosave intra-aortic balloon pump (iabp), the iab catheter was reported to be restricted. After inspection, the machine was used normally. No patient was involved.